Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was unknown. The customer was treated by emergency medical service. Customer went to emergency room visit by emergency medical service. The customer's blood glucose when admitted to the hospital was low. The customer stated that the low blood glucose incident due to set injected into blood vessel. The customer was treated with glucose and got her high blood glucose and released her.